Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0h3lq, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that she went to a game and stimulation increased on its own and she did not have the patient programmer with her. The stimulation feeling was off and on. She was not getting relief from therapy and she had to wear pads. The patient did not feel stim and when the status of therapy was checked with the programmer, it showed therapy was off. The patient thought therapy was on and she did not know it was off. Patient services assisted the patient with turning therapy on. It was on program 2 at 0.6v. The patient planned to try therapy since it was on and report if she did not get relief. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. Further follow up is being conducted for the resolution of the event. If additional information is received, a follow up report will be sent.